Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. The patient experienced peritonitis manifested as cloudy effluent. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however it was reported the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered and was discharged after 14 days of peritonitis treatment. Treatment was not reported.